Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable serious adverse event. During the adverse event, the patient required intensive care medical intervention for the treatment of dka the cgm was high and functioned as expected. The patient stated that the issue was associated with the insulin pump.

Manufacturer narrative:
(B)(4). 3004753838-2025-199551 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was taken to the hospital after suffering diabetic ketoacidosis (dka). They experienced symptoms of breathlessness, nausea and "hb". It was reported that the sensor had failed. At the hospital, a bg was checked and it was 780 mg/dl and the sensor was removed. The patient was treated with insulin infusions and other medications. She was in the intensive care unit for 2 days and released from the hospital after a total of 4 days. At the time of the report, the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.